Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module was replaced and the machine worked fine and passed all tests after replacing the defective o2 gas module. The provided device logs confirms the reported issue. The defected o2 gas module has been returned for further investigation. Simulated test use of the returned o2 gas module in a ventilator succeeded in several pre-use checks and it was not possible to reproduce the reported issue. However, during ventilation the machine alarmed for o2 concentration low due to the o2 gas module was intermittently oscillating. The root cause for the oscillation in the gas module, could not be established.

Event description:
Manufacturer's ref. #: (B)(4).